Event description:
The customer reported that the mts-ID tipmaster pipettor was leaking fluid during aspiration.

Manufacturer narrative:
The customer reported that the mts ID tipmaster pipettor was dripping during aspiration. It is unknown which test were being performed at the time of the incident. No definitive root cause was determined concerning the leakage of the pipettor. The customer detected the reported issue (following labeling recommendations), and then removed the pipettor from use preventing the reporting of erroneous test results. The customer's issue was resolved via product replacement. Labeling cautions on the importance of delivering the correct amount of cells and plasma/serum when performing the gel test method. The instrument is a handheld pipettor. The pipettor is used in preparing a manual gel test. A laboratory technician closely monitors all tests. All tests are qualitative. Although laboratory practices mitigate the possibility of erroneous patient results, if the alleged malfunction were to recur undetected, it could lead to erroneous test results. Therefore, incident is reportable.